Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: watertight defects and electrical contact corrosion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the watertight defects occurred due to flooding from the connector cracks. However, a definitive root cause could not be established. Based on the results of the investigation, a probable root cause for electrical contact corrosion could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the subject device exhibited watertight defects and electrical contact corrosion. There was no patient involvement.